Event description:
While attempting to deliver vaccine to patient, needle was unable to push fluid. Clinical staff attempted to use another needle and found that air would not push through. 16+ boxes have been pulled from use.